Event description:
The facility reported a flo-gard infusion pump with a malfunction of common failure. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up in the "rooming" department. According to the hospital representative, there was no patient involvement. No patient injury or medical intervention had been reported related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a "common failure" was confirmed during service evaluation, however, it was not reproduced. The assignable cause was identified as a leaking main battery. The main battery was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted for peer review.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.